Event description:
I use a permobil smartdrive. In addition to the known recall on the smartswitch (which has caused multiple incidents when it starts up unprompted), mine has a defective battery/indicator. The battery indicator does not accurately reflect how much charge the device has - and often makes the device think it's fully charged, when it's actually low on battery. I charged my smartdrive before heading out, and was using it for less than 5 minutes when it abruptly, without warning, died while in-motion. I was going up a hill, and this unfortunately caused me to uncontrollable roll backwards down the hill. Someone was able to catch me, but the device's inconsistency meant I was stranded out, without my device working and able to get me back to an area I'd be capable of pushing through myself. It also put me in a dangerous situation with it suddenly ceasing to work while on a hill.